Event description:
It was reported that post procedure (exact timeframe unknown), in-stent thrombosis was noted. No other information was provided.

Manufacturer narrative:
The subject device remains implanted.

Manufacturer narrative:
The subject device remains implanted; therefore, an analysis could not be performed. There were no issues identified in the batch record review that potentially relate to this complaint. Because the issue is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that post procedure (exact timeframe unknown), in-stent thrombosis was noted. No other information was provided.